Event description:
It was reported, "tip broke off in patient artery. Patient had arterial line inserted in ed, following the patient procedures, pacu nurse removed arterial line from patient, tip of the arterial cannula was missing and left in the patient's radial artery. Vascular medical team was consulted and reported no need to retrieve tip of arterial cannula from patient radial artery. Pacu nurse informed treating anaesthetist, neurovascular observations and ongoing monitoring of the patient. Ultrasound was used to determine if tip present in artery (was confirmed), anaesthetist contacted gen surgical and vascular team for consult. No further intervention/exploration. Patient continued to monitor nvo overnight." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter separated during use cannot be confirmed by the photo as it only reveals the lidstock of the product. No visual evidence of the catheter separation was provided. Additionally, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "tip broke off in patient artery. Patient had arterial line inserted in ed, following the patient procedures, pacu nurse removed arterial line from patient, tip of the arterial cannula was missing and left in the patient's radial artery. Vascular medical team was consulted and reported no need to retrieve tip of arterial cannula from patient radial artery. Pacu nurse informed treating anaesthetist, neurovascular observations and ongoing monitoring of the patient. Ultrasound was used to determine if tip present in artery (was confirmed), anaesthetist contacted gen surgical and vascular team for consult. No further intervention/exploration. Patient continued to monitor nvo overnight." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".